Event description:
Consumer stated that she had been brushing her teeth every night since she was (B)(6) year old. She was brushing her teeth with a gum sunstar toothbrush. The brush broke into two parts at the "neck".part of the brush and flew accross the room. The part of the brush that was still in her hand gouged her lower cheek.